Event description:
It was reported that 2 bd safetyglide¿ needles were found clogged before use. The following information was provided by the initial reporter: "when using the plunger, you cannot withdraw or inject the medication - was issue being describe noted during or after used? It was prior to use. The nurses ensure that the needles are functioning properly prior to use. We continue to have this issue in our department so we do a safety check to ensure the needle is working prior to use so we do not harm a patient or have to poke a patient twice."

Manufacturer narrative:
Investigation summary it was reported that unable to withdraw or inject the medication. To aid in the investigation, four samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Two samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2003405. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that 2 bd safetyglide¿ needles were found clogged before use. The following information was provided by the initial reporter: "when using the plunger, you cannot withdraw or inject the medication. Was issue being describe noted during or after used? It was prior to use. The nurses ensure that the needles are functioning properly prior to use. We continue to have this issue in our department so we do a safety check to ensure the needle is working prior to use so we do not harm a patient or have to poke a patient twice."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.